Event description:
During the procedure, a cook captura biopsy forceps without spike was used. Directly after biopsy, the pt sustained heavy bleeding. The bleeding was clipped with a clip made by another manufacturer. A section of the device did not remain inside the pt's body. Other than placement of the clips, the pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation eval: our initial laboratory eval of the product said to be involved was unable to confirm the report as described. The device was advanced into olympus gif q20 2.8 endoscope in a simulated upper gi position with the tip in the maximum retroflexed position to simulate a worst case position. The forceps would open and close with a minimal amount of force. The cups were visually inspected under magnification and a slight cup misalignment was observed. Upon performing the initial review, a product-specific discrepancy that could have caused or contributed to this observation was not observed during out laboratory analysis. The device was sent to the approved supplier for eval and the supplier provided the following info: the device was coated with sterilant which inhibited the actuation of the forceps cups. After cleaning, the device opened within the force to open test. The cutting edge of both cups and cup alignment were measured and found to be within specification. The device opened and closed properly when inserted into a retro-flexed 2.8mm endoscope positioned in a tortuous path. The device exhibited the ability to excise simulated tissue while positioned in a retro-flexed 2.8mm endoscope oriented in a tortuous path. A review of the device history records did not reveal any non-conformances related to the reported event. The forceps did not exhibit any evidence that would support the reported event of heavy bleeding after biopsy. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusions: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as pt anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. The size of tissue sample or biopsy to be excised can be controlled by how the user handles the forceps. If excessive pressure was applied during advancement into the tissue or during handle manipulation, this could have contributed to the reported observation. The instruction for use direct the user to advance the forceps into the tissue at the desired biopsy site. Then the user is instructed to close the forceps around the tissue while using slight pressure on the handle. The user is instructed to maintain gentle handle pressure to keep the cups closed and gently withdraw the forceps from the site. Instructions for use warning: these single-use forceps should only be used to biopsy tissue where possible bleeding or hemorrhage will not present a danger for patients. Adequate plans for management of potential bleeding or hemorrhage and appropriate airway management should be in place. Instructions for use lists potential complications as : those associated with gastrointestinal endoscopy include but are not limited to: perforation, bleeding or hemorrhage, aspiration, fever, infection, allergic reaction to medication, hypotension, respiratory depression or arrest cardiac arrhythmia or arrest. Prior to distribution, all captura biopsy forces without spike are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance continue to monitory for complaint trends and reassess the risk assessment results as post market feedback continues to become available.